Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a peripheral interventional procedure using a 6f sheath. Reportedly, the proglide device was deployed and placed as intended. During knot advancement, the knot was advanced and tightened; however, hemostasis was not achieved. The proglide suture was removed. A new starclose clip was deployed and placed as intended; however, hemostasis was note achieved with the clip. Manual compression was applied to achieve complete hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that contribute to failure to achieve hemostasis include, but not limited to, manufacturing, user pulls back on device during clip deployment. The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.